Manufacturer narrative:
Analysis was able to confirm the output connector assembly was broken. Analysis also noted that the hanger assembly was broken, all found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial output connector. The epg was returned for service. No patient complications have been reported as a result of this event.